Event description:
A hydrothermablator (hta) procedure set with tenaculum stabilizer and disposable heater canister was used during a therapeutic hydrothermal ablation procedure in 2007. (Patient age and weight unknown). According to the complainant, eight minutes into the ablation, there was a 10 cc loss at 7 cc per minute. The procedure was aborted and the patient was cooled down. A vaginal burn was located on the interior wall of the vagina due to fluid loss and sheath not being protected by raytec. Silvadine had to be applied to the burn.the patient recovered with no issue.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.